Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the connection site was secured under a dressing and was assessed to be clean, dry, and intact during a 5 ml saline flush. Fluid leaked during the power injection "pre-test" of saline. The injection rate was 3ml/second. The site had disconnected. There was no patient harm.

Event description:
The customer reported the connection site was secured under a dressing and was assessed to be clean, dry, and intact during a 5 ml saline flush. Fluid leaked during the power injection "pre-test" of saline. The injection rate was 3ml/second. The site had disconnected. There was no patient harm. The patient was an outpatient with a 22 gauge catheter in the right antecubital.

Manufacturer narrative:
Patient information: CT chest/abdomen/pelvis with IV contrast the customer¿s report that the product disconnected and leaked was not confirmed. Visual inspection of the set showed no evidence of damage or anomalies. Functional and pressure testing (including use of a power injector) resulted in no disconnections or leaking. The root cause was not identified.